Event description:
It was reported that the recanalization catheter would not thread onto the guidewire. There was no pt involvement.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process, and qual control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was returned for eval. The distal tip was examined under magnification (microscope 10x) and the outer catheter and guidewire lumen were separated from the distal metal tip. As a result of the material separation, the core wire was exposed and the metal tip was not aligned with the rest of the catheter. No signs of the twisting were noted on the outer catheter pr guidewire lumen. The outer catheter was noted to be bunched 16.6 cm from the distal tip. Functional testing could not be completed due to the condition in which the device was returned. The investigation is confirmed for material separation and inconclusive for guidewire issues due to poor sample condition (ie material separation at the distal tip). The definitive root cause could not be determined based upon the available information. It is unk if procedural issues contributed to the reported event. The current IFU (instructions for use) states: warnings and precautions: prior to use, the packaging and prod should be inspected for signs of damage. Never use damaged product or product from a damaged package.